Event description:
It was reported that a needle clog occurred with a bd vacutainer® eclipse¿ blood collection needle. The following information was provided by the initial reporter, "cannula was flat and lumen was blocked and could not drag any blood.".

Manufacturer narrative:
Investigation summary: bd had not received samples, but a video was provided by the customer facility for investigation. The video was evaluated and the customer's indicated failure mode for crimped cannula with the incident lot was observed. A review of the device history record was completed for the incident lot and, based on this review, all product specifications and requirements for lot release were met; there were no related quality non-conformances during manufacturing of the product.

Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that a needle clog occurred with a bd vacutainer® eclipse¿ blood collection needle. The following information was provided by the initial reporter, "cannula was flat and lumen was blocked and could not drag any blood."